Manufacturer narrative:
Concomitant medical products: proximally implanted device exhibiting a type I endoleak: tgm343415j, lot # 20436029, UDI: (B)(4). A review of the manufacturing records for the tgm343415j is in progress. The lot number for the dsf2233 remains unknown, therefore a review of the manufacturing records for this device could not be conducted. The gore® dryseal flex introducer sheath instructions for use (IFU) states the following:adequate vessel access is required to introduce the sheath into the vasculature. Careful evaluation of vessel size, anatomy, tortuosity, and disease state (including calcification, plaque, and thrombus) is required to ensure successful sheath introduction and subsequent withdrawal. If vessel is not adequate for access, major bleeding, vessel damage, or serious injury to the patient, including death, may result. The nominal outer diameter of the dsf2233 is 8.2mm.

Event description:
On (B)(6) 2019, a patient underwent treatment of a chronic type b thoracic dissection with a conformable gore® tag® thoracic endoprosthesis. A 22 fr gore® dryseal flex introducer sheath was utilized for access in the right femoral artery. The access vessel measured 5.9-11.4mm. It was reported the patient¿s right common iliac artery was highly calcified and the physician felt resistance when he inserted the sheath. Two ctag devices were deployed successfully. A slight proximal type I endoleak was noted when angiography was performed. Ballooning was carried out on the proximal side. A final angiogram was not performed, and the physician chose to monitor it. When angiography of the access vessel was performed, a dissection in the right common iliac artery was observed. It was noted the blood flow to distal eia and iia was delayed. To treat the dissection, a bare metal stent was implanted from the right common iliac artery to the right external iliac artery. The blood flow to eia was improved. However, the blood flow to iia was still delayed. The procedure was completed. The patient tolerated the procedure.

Manufacturer narrative:
H6: code-213: the review of the manufacturing paperwork verified that this lot met all pre-release specifications.